Manufacturer narrative:
The patient is (B)(6). Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient has pain as well as rheumatoid arthritis.